Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the event log which occurred on (B)(6) 2010 at 13:55 with initial drain volume of 3887ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. No problems were revealed during this inspection and all connections were correct and secure. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to insufficient drain - false empty detect and last manual drain not used. A device history review revealed the device was reworked and passed all subsequent testing. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).